Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc device. A customer reported that while asleep, a ¿hi¿ (readings greater than 500 mg/dl) message was received on the sensor scan. The customer experienced symptoms described as feeling ¿like having a heart attack, fell off, chest pain, metal taste in the month¿, and a seizure. The customer further reported being able to self-treat with ¿2 dex 4 gel¿ and then had contact with a healthcare professional who administered fluids via IV and no additional information was reported. There was no report of death or permanent injury associated with this event. A sensor reading of 11.60 mmo/l compared to a reading of 3.10 mmo/l obtained from the built-in meter and the results, when were plotted on a parkes error grid, fell into the 'd' zone. Also, a sensor reading of 5.60 mmo/l compared to a reading of 2.40 mmo/l obtained from the built-in meter, and the results, when were plotted on a parkes error grid, fell into the 'c' zone. Parkes error grid of ¿c¿ and ¿d¿ are showing the difference in values to be clinically significant.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc device. A customer reported that while asleep, a ¿hi¿ (readings greater than 500 mg/dl) message was received on the sensor scan. The customer experienced symptoms described as feeling ¿like having a heart attack, fell off, chest pain, metal taste in the month¿, and a seizure. The customer further reported being able to self-treat with ¿2 dex 4 gel¿ and then had contact with a healthcare professional who administered fluids via IV and no additional information was reported. There was no report of death or permanent injury associated with this event. A sensor reading of 11.60 mmo/l compared to a reading of 3.10 mmo/l obtained from the built-in meter and the results, when were plotted on a parkes error grid, fell into the 'd' zone. Also, a sensor reading of 5.60 mmo/l compared to a reading of 2.40 mmo/l obtained from the built-in meter, and the results, when were plotted on a parkes error grid, fell into the 'c' zone. Parkes error grid of ¿c¿ and ¿d¿ are showing the difference in values to be clinically significant.